Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a programmer crashed and became unresponsive. It was also noted that the device would not respond to power shutting down prompts with the power button. Trouble shooting steps were advised and the device was able to be shut down and restarted again successfully. The device remains in use. There was no patient involvement.